Event description:
On (B)(6) 2025, the user contacted the company regarding questions about stabilizing blood glucose during exercise while using the ilet. On (B)(6) 2025, the user reported experiencing blood glucose fluctuations, with values ranging from a high of 400 mg/dl to a low of 40 mg/dl, requiring treatment with glucose tablets and glucerna. The user reported improvement after receiving additional training.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.